Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported event is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the surgeon observed one (1) of the two (2) stents extruded and lying loose in the inferior angle, postoperatively. Per report, the surgeon described the eye as "quiet pseudophakia".through follow-up, the surgeon conferred with glaukos medical monitor who reported the following additional information. Contrary to the initial report, the dislodged stent appeared stable and secure in the inferior angle without impinging the cornea. In addition, patient¿s monitoring and treatment options were discussed based on the stent positioning.additional information has been requested.